Manufacturer narrative:
The pump passed the displacement test. Pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. There were no unexpected pump errors/alarms noted 2 days prior to the event date 22-may-2024 in the formatted history file. There is no pump error 61 (stuck key alarm) recorded in the formatted history on the event date 22-may-2024. However, pump error 61 (stuck key alarm) was found on: (B)(6) 2024 01:43:56.000, (B)(6) 2024 01:58:57.000. Pump error 63 alarm (variableinfo = 03) during self test was recorded and found in the formatted history file on: (B)(6) 2024 10:41:41.000 all buttons function properly. The keypad overlay was removed to perform visual inspection and found a corroded keypad traces and a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. During visual inspection, slight corrosion was found on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1780kl was requested and customer response was the device will be returned.